Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 19 mmol/l (342 mg/dl). The pod was worn between 24 and 36 hours. It was noted that the pink slide did not move forward, but the cannula was visible and had dislodged from the site. Hyperglycemia treated with manual injection and a new pod.